Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoprosthesis: migration, endoleak

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis (ctag). The procedure included a left subclavian artery (lsa) to left common carotid artery (lcca) bypass with intentional coverage of the lsa by the ctag device. The patient tolerated the procedure. Follow up computed tomography (CT) on an unknown date, estimated to be on or about (B)(6) 2018, determined a proximal type I endoleak. CT showed approximately 15mm migration of the device distally due to the patient¿s sharply angled aortic arch and a seal zone of just 20mm. Aneurysm enlargement was unable to be determined. On (B)(6) 2018, the patient underwent endovascular reintervention wherein an axillary-axillary artery bypass (lsa to lcca) was performed. An additional conformable gore® tag® thoracic endoprosthesis was implanted proximally and intentionally covered the lcca. The proximal type I endoleak was resolved. The patient tolerated the procedure.